Event description:
It was reported following a left heart catheterization procedure, an angio-seal device was deployed to seal the arteriotomy site. Approximately five days post procedure the patient presented to the physician with a reddened, hot, painful raised area at the groin site. Oozing was present from the site; culture results were positive for gram positive cocci. The patient was placed an antibiotics.